Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnosis of coronary procedure and the procedure was completed as planned. The philips field service engineer(fse) inspected the system onsite and determined that there was no display on monitor. Upon inspection, the fse determined that there was bad connection in display cables. The fse replaced the fhd color lcd monitor. After the replacement of the display, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the live monitor of the azurion system does not turn on. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.